Event description:
The company was informed that the pt underwent MRI procedure with internal magnet in place. The pt reportedly experienced pain and has a small bump on her head. An x-ray confirmed that the magnet has migrated. The pt underwent magnet replacement surgery on (B)(6) 2011.